Event description:
A pump declared alarm 20 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer used an insulin pen as a backup and technical support arranged for a pump replacement under warranty.